Event description:
The pt reported that the green and black electrodes were shocking her and the black electrode left a burn mark on removal.

Manufacturer narrative:
In house preliminary testing has not been performed.